Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 device not returned. Additional information has been requested and received. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information . Did the suture got broken? Please provide more information. Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please verify the lot number. The lot tc58c reported is not a valid lot number. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the surgery, a suture was used. The doctor found that the suture was thinner than before and would break if used once. Changed another one to complete the surgery. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/5/2024. Additional information was requested, the following was obtained: please verify the lot number. The lot tc58c reported is not a valid lot number.--contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.